Manufacturer narrative:
A ge service representative performed an on site investigation. The filament was calibrated and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the sys had data loss. There is no report of injury or death associated with the event described in this complaint.